Event description:
It was reported that pump displayed malfunction indicator in monitoring application, and investigation determined that malfunction occurred on pump itself with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset process, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.